Event description:
Boston scientific received information that during a device replacement procedure, the left ventricular (lv) pacing impedance measurements were greater than 2,500 ohms. There was also a decrease in the right ventricular (rv) pacing impedance measurements from previous measurements of 600 ohms to now 300 ohms. Several different troubleshooting scenarios were attempted but were unsuccessful. All measurements on the pacing system analyzer (psa) were stable. There was suspicion of an issue with the device header or possibly the setscrew. The device was not implanted and planned to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Device programming was reviewed. It was noted that the device was programmed for a left ventricular dual electrode configuration. The reported clinical observation of the high impedance measurements were confirmed as the result of an anomaly within the internal circuitry component.